Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with concern that boluses were causing glucose to drop; the user was guided through a factory reset and completed setup troubleshooting and education. Symptoms included low blood glucose with a recorded value of 69 mg/dl. Outcomes included user-directed corrective actions and scheduling of additional training, with no medical intervention or hospitalization reported. Investigation included customer interview, device use review, and troubleshooting support focused on setup and operational education. Investigation of this case revealed an unclear cause of hypoglycemia without evidence of device malfunction. It was concluded that the event was user-experienced hypoglycemia of unclear cause with resolution through education and device reset. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.